Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot# 0205769739, implanted: (B)(6) 2013, (B)(6), (B)(4). Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported there was skin erosion on the right frontal wound at the lead location. The patient was hospitalized due to the erosion at the burr hole site due to unsuccessful previous antibiotic therapy prescribed at mondino. It was noted to be possibly related to the device/therapy and possibly related to the implant procedure. The lead was targeting the right stn. There was a revision of the surgical wound. The event resolved without sequalae on (B)(6) 2013. No further complications were reported as a result of this event.